Manufacturer narrative:
This is the first complaint referring to smartpin lot s0002158. Lot was released to sales on september 2005 and it is completely sold out. Hospital have checked their sterilization and autoclaving process for the instruments and it was fine. Based on the info we have received about this case conclusions about the cause of the problems can not be identified. We have requested add'l info from the hospital. We will follow up this report accordingly if we received add'l info.

Event description:
Smartpin was used in arthroplasty in 2007. Pt had swelling, erythema and drainage from surgical site. Pin was removed 3 months later. Upon removal of the pin, the pt's symptoms resolved.